Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device but the issue could no longer be reproduced. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova (B)(4) received a report that an error code was displayed on the control panel of a centrifugal pump console during priming. The user could not change the flow. The user turned the power off and reseated the connection with the station and the issue disappeared. There was no patient involvement